Event description:
Upon attempting to plug into machine it was unable to be inserted. Upon inspection the "pins" were bent. No pt injury. Balloon inflated but not inserted- event occurred during testing phase.